Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter appears to be blocked as it does not allow anesthesia to pass through. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.